Event description:
It was reported, that the right ventricular (rv) lead exhibited episodes of unspecified over-sensing. Which resulted, in failure to capture. The implantable cardioverter defibrillator (ICD) exhibited episodes of inappropriate anti-tachycardia pacing (atp). The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.